Event description:
The system sample barcode reader on the advia centaur xp analyzer misread one patient sample. The patient sample ID that was transmitted to the laboratory information system (lis) was different than the sample ID on the sample tube. The system reader read the sample ID as (B)(6) and noted that the sample tube read a different sid for the sample tube. The operator reloaded the sample rack on the system and the system read the correct sid sample as (B)(6). Since the sid read by the system did not match the lis, no patient results were reported. There are no known reports of adverse health consequences due to the system barcode reader having misread the sample barcode.

Manufacturer narrative:
Siemens is currently investigating this issue.

Manufacturer narrative:
Siemens filed the initial MDR on 5/17/2012. Siemens has investigated this issue and found that the misreads were due to customer-produced labels that were poorly printed or applied. The instrument is performing within specifications. No further evaluation of the device is required.